Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 469 mg/dl. Customer's other blood glucose value was 473 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with saline and manual injection. Customer stated that the customer alleging possible pump under delivery. The device will not be returned for analysis.